Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect component for investigation. An evaluation of the component was confirmed and not duplicated. The pt 802 transducers has recorded faults in the vents log but successfully calibrated. This issue will be internally investigated within vyaire.

Manufacturer narrative:
(B)(4). If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator alarmed :transducer fault", "low ve", "low pip" and "motor fault" alarm conditions while on the patient. The customer calibrated the unit but error did not resolve. He customer replaced the main board and the issue was resolved. The customer reported that there was no harm to the patient as the ventilator was changed.